Event description:
It was reported that the phoenix nail broke through the second most distal screw hole.patient outcome:no adverse effects have been reported as a result of this event.

Manufacturer narrative:
Per the IFU: "possible adverse effects: nonunion or delay union, which may lead to breakage of the implant. Bending or fracture of the implant. Loosening or migration of the implant."